Manufacturer narrative:
The event was evaluated and investigated aided by provided images that confirmed the event. The affected device was not available for return; therefore a device evaluation was unable to be performed. A device history record review could not be completed for lot related nonconformities could not be performed as no lot number was returned. Additional information was received by the initial complainant and a third-party that confirmed surgical instrumentation recommended in the surgical technique guide was not used and could have contributed to the event. A historical data analysis identified zero trends or capas related to the nature of this complaint. The root cause cannot be definitively established with the current information.

Event description:
It was reported to the sales consultant that the a 2.4mm volt distal locking screw backed out of its screw hole on the volt distal radius plate (02.426.541) post operatively. See attached picture. Staff believe the surgeon used the 2.4 locking side (03.424.186) for their drill guide to establish the screw trajectory. Staff are not sure of how much torque the surgeon put on the screw. Additional information received 22jul2025: the following potentially relevant details came to light about the case: - a torque limiting attachment was not used which may result in insufficient torque applied to guarantee proper locking. -the screw was initially inserted, then removed, a different trajectory drilled and screw re-inserted. -the variable-angle side of the double-ended drill guide was used. Depending on a number of factors, it is possible that the angulation limits were not detected by the user. - original implant date was (B)(6) 2025 and the device was explanted (B)(6) 2025.